Manufacturer narrative:
Device remains in service and additional information concerning this event has been requested by the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicated this implantable cardioverter defibrillator (ICD) did not exhibit code 1003 and there were no allegations made against it. The ICD remains in service and there were no adverse patient effects reported.